Event description:
It was reported that errors occurred on the integrated electrosurgical generator unit (iesu) prior to a procedure and were not resolved. The customer reported event has no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu was analyzed, and the error was confirmed in the log. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the unit displayed error code c33 upon start-up; however, a review of the log showed record errors c00.